Manufacturer narrative:
The referenced device has not been returned to olympus for evaluation. Due to the nature of the error, it is difficult to identify specific scopes or patients affected by the suspected reprocessing failure. Proper operation guidance has been implemented for the facility. The investigation is ongoing. If additional information becomes available, this report will be supplemented.

Event description:
The customer contacted the olympus call center (cic) to inquire how to replace the oer-6 water filter on the olympus endoscope reprocessor. As the customer was guided, it was discovered they were checking the concentration of the disinfectant daily instead of every time before cleaning a device. The user error occurred during reprocessing. There was no patient involvement. The medical device report (MDR) is being submitted to capture the reportable malfunction of poor reprocessing due to inadequate water supply piping disinfection after water filter replacement as stated by reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the inadequate disinfection of the water supply piping was likely caused by a lack of awareness of how the user's water supply piping disinfection works, and the disinfectant solution concentration level was not being checked due to a mistake in the management method of the disinfectant solution of the user. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿since the period of validity of the disinfectant solution varies depending on multiple factors including the storage condition and the environmental temperature of the reprocessor's installation location, be sure to check the concentration of the disinfectant solution before water line disinfection. If the concentration is below the recommended minimum concentration or the validity date specified for the disinfectant solution has expired, replace the disinfectant solution. Otherwise, the reprocessing of the water line may be insufficient, and then the reprocessing of endoscopes will be insufficient.¿ olympus will continue to monitor field performance for this device.